Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the first firing of this instrument but the second firing of the procedure on the stomach with a green cartridge, the firing seemed normal. There was nothing unusual, no noise or issue with firing. However, when the device was opened, on the left side of the cartridge the staples were sticking straight up in the cartridge. Eighty percent of the row was sticking straight up in the cartridge leaving the stomach tissue open. A new device was used and as a result more of the patient¿s stomach was taken than what was originally intended. The surgeon¿s concern is that this may create a blockage. The patient is currently stable.

Manufacturer narrative:
(B)(4). Damaged drivers, damaged cartridge, damaged one piece sled. The analysis found that one long60a device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/8. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence it is believed that the complication experienced while using the subject long60a device with a green staple cartridge was potentially caused by the inner left side sled rail hitting one of the staple cartridge internal towers damaging the sled rail enough to prevent the associated double staple drivers from being lifted preventing staple deployment.